Event description:
It was reported that while the ventilator was connected to a pt, a technical error code indicating a communication failure of the control printed circuit board with the monitoring printed circuit board was generated and ventilation stopped. (B) (4). MFR (B) (4).

Manufacturer narrative:
(B) (4)